Event description:
On 2011-(B)(6), the insorb 2030 stapler was used to close a 20 cm skin incision for a knee arthroplasty procedure. Two days post operative (2011-10-13), the pt experienced a 3/4 length skin separation. The remaining staples were removed and the incision was re-closed with sutures. The pt is reported to be doing fine.

Manufacturer narrative:
Unable to evaluate the device. Eval performed at the lot level for the device used. The pt required repair of incision, closed with sutures.